Event description:
A distributor in (B)(6) reported that an rt340 adult dual-heated evaqua breathing circuit had a bent heater wire pin. This was noticed when the breathing circuit was first taken out of the package.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual-heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) for inspection. A bent pin test was performed on the returned breathing circuit to see if it could be connected to a heater wire adaptor. Results: a heater wire adaptor could not fully connected to the heater wire socket of the expiratory tube. Visual inspection revealed that one of the expiratory heater wire pins was bent, preventing the adaptor from connecting to the heater wire socket. The inspiratory tube passed the bent pin test. A lot check revealed no other complaints of this nature for lot number 110715. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to damage the heater wire pins during use, for example, if the heater wire adaptor is inserted into the heater wire plug on an angle. For damaged pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were damaged during production or by the end user. (B)(4).

Manufacturer narrative:
(B)(4). The complaint rt340 adult dual-heated evaqua breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A distributor in (B)(6) reported that an rt340 adult dual-heated evaqua breathing circuit had a bent heater wire pin. This was noticed when the breathing circuit was first taken out of the package.